Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified that the tip of the waveguide was broken off. The broken piece was returned. During functional testing the assembled device a returned a green light and a welcome tone, but immediately returned a red light emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. It was reported that the device showed no activation during procedure. A related device issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if there is a contact with metal objects during use that caused the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transabdominal preperitoneal (tapp), the device was used in the operation and dissection was being performed, there was no problem in the connection with generator and battery, and the product was being used smoothly. However, about 5 minutes from the operation started, the product became unusable due to the error of red lamp. They tried several times, but the error situation still was not improved. Even the battery was removed once and reattached, the situation was not improved, the generator was also reattached, but the situation was not improved, and a new dissector was used. When the new dissector was used, the same generator and battery were able to be used, and the operation was completed. There was no patient injury.